Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cannula of the cleo infusion set was bent. Patient stated that she changed out set and that her glucose came back down. The event did not cause injury to the patient.